Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient is using the therapy for retention. They catherize three times a day, and then starting at 4 am, they wake up with the urge to urinate; this continues until about 8 am. The patient called in with questions why therapy is "working" in the middle of the night and not in the daytime. As a result of the event, patient was redirected to their healthcare provider (hcp) or manufacture representative (rep). It was reviewed that the patient could try a different program as long as it is appropriate. No device issue and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient was self-catheterizing themselves. It had been seven months, but they noticed no change and the issue was not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that patient had the urge to urinate and was waking them up every morning at 3 or 4 or 5am and they would try to roll over to avoid getting up but they knew they had to get up eventually and then they could not get back asleep. Patient stated they were a terrible sleeper and took ambien because they had a difficult time falling asleep and once they woke up they could not get back to sleep. It was noted patient had the device to treat urinary retention, and that it was not helping their retention and they were self-cathing and had to use a catheter to urinate. Patient was on program 1 at 2.2 and indicated they had already tried changing programs 3 times previously and had tried all available programs. No further complications were reported.